Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported complaint of separation failure was not confirmed. The leadless pacemaker was returned for analysis. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. During analysis, a failure event was observed which was unrelated to the reported event. Visual inspection noted no anomaly on the outer helix and the inner helix was compressed out of specification. A potential manufacturing process anomaly may have occurred, which resulted in the inner helix compression.

Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) failed to separate from the delivery catheter. A different lp was used to complete the procedure. The patient was in stable condition.